Manufacturer narrative:
Investigator determined no relationship between the returned device and the reported overheating incident, since the overheating could not be reproduced. Additionally, the device failed functional testing with hand piece error when inserted on the control unit. Cause of hand piece errors was a stuck forward or right button assembly in the on position. On button switch has a small burr inside causing the keeper switch to stick when button assembly is fully pressed to activate motor and direction. The root cause for the hand piece error has been determined to be a defective button switch. Factors that could have contributed to the reported event include a burr in the bushing, a bad finish on the stem, or a defective spring. A visual inspection was performed and no issues were noted. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that the device was overheating. Procedure was completed with a back-up device. No patient injury reported.